Event description:
There was an allegation of questionable elecsys anti-hbc ii results from the cobas e 801 analytical unit for eleven patients. Please see the attachment for the patient results. Exact results were not provided for all of the patients. The results from the abbott alinity were used for diagnostic purposes. The results obtained with the cobas e 801 analytical unit were for a correlation study and not released outside of the laboratory. The customer is not sure which results are correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch field h6. Medical device problem code was updated.

Manufacturer narrative:
There was no calibration influence observed. Per product labeling, "reactive in the elecsys anti-hbc ii assay. All initially reactive samples should be retested in duplicate with the elecsys anti-hbc ii assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically. Repeatedly reactive samples must be confirmed according to supplementary algorithms." The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. Single false reactive results can occur and are covered by the specificity claim of the assay. The investigation determined the reagent performs within specification.